Event description:
It was reported that the probe of the subject device broke in half while in use and all parts were removed from the patient. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.